Event description:
This IV lead was replaced on (B)(6) 2012 due to thresholds of 5v@2ms. The procedure took place at (B)(6) hospital with dr. (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).